Event description:
It was reported that the left ventricular (lv) lead was dislodged. The lv lead was explanted and replaced to resolve the event; the patient was stable and there were no adverse consequences.